Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon burst below the maximum atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.